Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
An article was received that cited a retrospective non-randomized clinical study that found patients implanted with the implantable collamer lens (icl) with the aim of correcting myopia or myopic astigmatism. Postoperatively, the following complications were observed - pigment dispersion without elevation of intraocular pressure in 1 eye. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Adverse event or product problem: corrected to product problem in initial MDR. Outcomes attributed to adverse event: not applicable in initial MDR. Common device name: corrected to phakic intraocular lens & phakic toric intraocular lens, product code: mta & qcb (cohort included several lens model). Device information: corrected to icm v4, vicmo, ticm v4, vticm, vticmo (cohort included several lens models). Date received by manufacturer should have included literature in initial MDR. Type of reportable event corrected to malfunction in initial MDR. Claim#: (B)(4).